Manufacturer narrative:
(B)(4).  A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an enucleation of liver metastasis by videolaparoscopy on (B)(6) 2021 and the absorbable straps were used. During surgery, the straps from the device were not properly securing the mesh and the surgeon requested an immediately replacement. A like device was used to normally proceed and successfully complete the procedure. There was no harm to the patient at the time of surgery. There were no adverse patient consequences reported.